Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the controller was switching groups by itself and increasing the intensity up to 6 or 7.5 by itself. The rep asked if technical services (ts) has heard of this; ts reviewed to try to replicate the issue while in the office, see if there is a stuck button and look at the patient diary to see if that matches what the patient was reporting. The rep stated that the patient and their wife were in their 90s and had some comprehension issues. Ts stated that if there was a setting that worked they may want to limit the patient's ability to make adjustments. The rep said they would meet with the patient later. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the cause was unknown but likely du e to the patient holding button too long. Patient will be keeping a diary if the issue occurs again. It was discussed with the patient to make changes very slowly to ensure he was not unintentionally ramping it up. No issues have been reported since then.